Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that he went to the hospital on (B)(4) 2013 for high blood glucose levels and dry mouth. The customer was treated with IV insulin and fluids. The customer was discharged on (B)(4) 2013. The pod was thrown away. Multiple attempts to obtain more info were unsuccessful.